Event description:
It was reported that after connecting the intra aortic balloon to the pump, the user was unable to get arterial pressure waveform. The pump was purged but the problem persisted. The pt was transferred to another pump without any complications.